Manufacturer narrative:
H6: code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and would not form the clips properly, making the instrument non-functional could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a lung volume reduction the tct75 reload and tlc75 did not function properly after the second and third reload. One layer of bovine buttressing material was used. Several gia's were used with difficulty. The case was completed with an ees instrument. There was no consequence to the pt. 12/30/96 1005 message and 800 # left for md call back. 1/2/97 -nncl sent.